Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had filled the cartridge with 300 units of insulin. The customer reloaded the cartridge to address the issue. There was no reported impact to customer's blood glucose level.